Event description:
Complainant alleged that during the medic's transport of a patient to the hospital, the device failed to deliver pacing pulses to the patient, although the device display indicated that pacing pulses were being delivered to the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.